Manufacturer narrative:
B5: added related device information. D1: corrected the brand name. D4: corrected the device catalog number, serial number, UDI number, expiration date. H4: corrected the manufacturer date. H6: added code e050304. H10: added related device report numbers.

Event description:
This report was completed for the impella rp flex pump#2 and is one of three devices associated with the event. Refer to the related manufacturer report number as noted in section h10 for the medical device report on the impella 5.5 and impella rp flex pump #1.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
A 66-year-old male with a history of coronary artery disease underwent coronary artery bypass grafting (CABG). The postoperative course was complicated by post-cardiotomy cardiogenic shock, and the patient was placed on central veno-arterial extracorporeal membrane oxygenation (va-ECMO). After 3 days of central va-ECMO support, the patient stabilized and was decannulated. However, he decompensated overnight, requiring peripheral va-ECMO recannulation for ongoing circulatory support. Left-sided mechanical support ¿ impella 5.5. The patient was taken to the operating room for impella 5.5 implantation to provide left ventricular venting while on va-ECMO. After 5 days of impella 5.5 support, the patient tolerated va-ECMO weaning. He returned to the operating room for peripheral va-ECMO decannulation. Right-sided mechanical support ¿ impella rp flex. Before ECMO decannulation, an impella rp flex was implanted via the right internal jugular vein with catheter advancement across the right ventricle into the pulmonary artery for right-sided mechanical circulatory support. Device issue following va-ECMO cannula removal shortly after ECMO cannula removal: impella rp flex flows markedly decreased motor current increased pulmonary artery waveforms became significantly elevated. These findings were consistent with suspected biomaterial ingestion obstructing the pump. The rp flex was removed, and a new rp flex device was implanted. The patient returned to the ICU hemodynamically stable on bipella support (impella 5.5 + rp flex). Second impella rp flex device ¿ subsequent device failure after 24 hours of support, the second rp flex device demonstrated: decreased flows, followed by pump stoppage. The patient was taken emergently to the operating room and underwent replacement of the impella rp flex device. He remained hemodynamically stable on inotropic support during the exchange. ICU course after second rp flex replacement in the ICU: continuous renal replacement therapy (crrt) was resumed the chest remained open postoperatively the patient required escalating doses of inotropes and vasopressors lactate levels increased, indicating worsening shock. The patient was transported for CT imaging of the head, chest, abdomen, and pelvis to evaluate for underlying complications. Outcome shortly after returning from CT imaging, the patient developed refractory hemodynamic collapse and expired while on bipella support. Device status impella 5.5: functioned as intended for left ventricular venting remained in place during right-sided device issues no malfunction reported. First impella rp flex: showed sudden flow drop, increased motor current, and abnormal pa waveforms findings consistent with inflow obstruction from biomaterial ingestion removed and replaced. Second impella rp flex: decrease in flows progressing to pump stoppage after 24 hours replaced emergently third device used until patient expired. Device return status: not provided (can be added if known). Patient outcome. Multiple episodes of cardiogenic shock requiring va-ECMO and bipella support progressive multiorgan dysfunction required high-dose vasoactive support and crrt expired following deteriorating hemodynamics despite mechanical support. Manufacturer assessment (typical MDR language) based on the available information, the first rp flex device demonstrated signs consistent with inflow obstruction due to suspected biomaterial ingestion, which can occur during ECMO decannulation. The second rp flex device experienced a sudden decrease in flow leading to pump stoppage, which may also be consistent with obstruction or thrombotic burden. The impella 5.5 functioned appropriately for left-sided support. Because the devices have not been returned, a detailed engineering analysis cannot be performed. The patient¿s severe postoperative cardiogenic shock and complex clinical course likely contributed significantly to the outcome. Conclusion the patient required multiple modes of temporary mechanical circulatory support including va-ECMO, impella 5.5, and impella rp flex. Two right-sided impella rp flex devices showed flow disturbances consistent with obstruction, necessitating replacement. Despite stabilization attempts and full bipella support, the patient experienced progressive shock and expired."